Manufacturer narrative:
Intermittent button response due to flattened act keypad dome. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. Keypad connector found close properly during visual inspection. Unable to test for low bgs complaint, the low bgs notes and return for reason codes were added after the pump was analyzed.

Event description:
The customer reported via phone call that the insulin pump alarmed button error and the keypad buttons are hard to press. The customer's blood glucose reading was 28 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.